Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the light guide lens had corrosion. Based on the results of the investigation, the probable root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of adhesive defects and cracks around the imaging lens, damaged adhesive around the fiber optic lenses, significant cracking and damage to the probe cover between the working channel and the edge, a sharp edge has formed, pieces of adhesive have fallen off exposing the braid, and the probe cover failed safety test; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the light guide lens had corrosion. There were no reports of patient involvement.